Event description:
During servicing of a (B)(6) male pt monitor which was returned for an unrelated issue, a reportable problem was found. During servicing, monitor sn (B)(4) failed incoming testing. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed incoming testing and had severe physical damage. Upon eval, the c22 connection was broken from the defibrillator pads. The cause of the test failure is the broken c22 connection. The root cause of the broken connection cannot be positively identified but is likely physical abuse. No adverse event resulted from the defective monitor. The pt received a replacement monitor.